Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that vessel dissection and death occurred. The target lesion was located in the left circumflex artery (lcx). Pre-dilatation was performed with a 2.0x12mm emerge balloon catheter. A 2.50x12mm promus premier¿ stent was then advanced to treat the lesion, but the device was unable to cross the lesion. Upon removal of the device, vessel dissections were noted, likely due to an unhealthy vessel. The physician then treated the event with placement of a non-bsc stent. However, the patient expired.